Event description:
The customer reported that while demand mode pacing with a rate set to 70 ppm, pacing pulses were delivered when the heart rate was greater than 70 bpm. They tried a second defibrillator with the same results. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that while demand mode pacing with a rate set to 70 ppm, pacing pulses were delivered when the heart rate was greater than 70 bpm. They tried a second defibrillator with the same results. There was no negative pt impact. There were no ECG strips or event summary for review. It is not known which ECG lead was being used for generation of the leads ECG for which demand pacing was being initiated. ECG lead placement, choice of monitoring lead and the presence of artifact all influence the identification of r-waves. The users changed the position of the defib pads and the symptom resolved. No other eval of the device was done as changing the pad placement resolved the issue. The resolution was communicated via telephone between the customer and local philips personnel. We are unable to determine the cause of the reported symptom.